Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the stationary jaw of the needle holder broke off and fell inside the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the stationary jaw of the grasping forceps had broken off. In the last months, an increased occurrence of complaints regarding this phenomenon was noticed and, thus, a CAPA was initiated (reference # CAPA-150p-050). In addition, a sales stop was implemented as part of this CAPA. In the course of the CAPA investigation, the following two contributing factors were identified as the root cause: 1. Undersized cross-section due to construction specifications and minor deviations that may occur during the manual production processes, and 2. Metallurgical embrittlement caused by the influences of the heat treatment during the manual soldering process. Thus, the root cause of the breakage was identified as a design weakness that may lead to the reported phenomenon if both factors occur at the same time in a worst case scenario. Suitable countermeasures as well as risk and trending evaluations are performed within the CAPA process. The risk to patient, user, and/or third party associated with this phenomenon was evaluated as acceptable. This case will be closed from olympus side since all further activities will be covered by the CAPA.